Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right atrial (ra) lead, exhibited intermittently high out-of-range pace impedance measurements greater than 2,500 ohms and low right ventricular (rv) amplitudes. The patient was in atrial fibrillation (af) and the device was programmed to vvir. In addition, there was a gradual downward trend in shock, rv, and left ventricular (lv) impedance measurements recently; this was suggestive of a physiologic change in the patient. Furthermore, the patient's presenting rhythm was approximately 88 bpm, with inh-lvp and rvp-tr markers instead of true biv pacing that was previously observed. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right atrial (ra) lead, exhibited intermittently high out-of-range pace impedance measurements greater than 2,500 ohms and low right ventricular (rv) amplitudes. The patient was in atrial fibrillation (af) and the device was programmed to vvir. In addition, there was a gradual downward trend in shock, rv, and left ventricular (lv) impedance measurements recently; this was suggestive of a physiologic change in the patient. Furthermore, the patient's presenting rhythm was approximately 88 bpm, with inh-lvp and rvp-tr markers instead of true biv pacing that was previously observed. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.